Manufacturer narrative:
This medwatch report #2210968-2012-00756 is being voided as it is a duplicate of medwatch report #2210968-2010-00812. Please see medwatch report # 2210968-2010-00812 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01450. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted and a hysterectomy was performed. Due to erosion and dyspareunia the patient had the following revisions: (B)(6) 2008 - stitch removed, (B)(6) 2009 and (B)(6) 2009 - pieces of mesh removed, (B)(6) 2010 - partial mesh removal.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.